Event description:
Customer initially stated that black liquid comes out of the instrument while using it. On (B)(6) 2015, doctor reports this event does not occur when they run the device outside the mouth. There has been no harm to patient or black liquid swallowed. No specific patient event info.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.